Manufacturer narrative:
The reported event was confirmed. Upon disassembly, broken down lubrication was found, which can lead to heat.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device caused a minor burn at the incision site of the patient. The burn was treated with ointment at the time of the event. No additional treatment was required and no medical intervention was necessary. The procedure was completed successfully without a delay.